Event description:
Information received via complaint form is stated as follows: "the lumen of the cannula is undersized at the tip. Anesthetic drugs cannot be drawn up safely".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow- up report will be submitted.